Manufacturer narrative:
The pump was unable to perform the displacement test, operating current test and off no power tests due to a blank display. The blank display was due to a slightly corroded battery tube and severely corroded battery cap contact. The pump also had a cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
It was reported that the display on the insulin pump is blank. Customer inserted a new battery and the device does not turn on. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was then instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; display did not return. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.